Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, a technical support specialist mentioned that field service engineer aware of the issue and had reached the customer and closed the case as resolved. Good faith attempts were made to get the additional information regarding repair information. No responses received from the technical support specialist (tss) and the tss manager. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station not powering on. Customer had already checked the power outlet and confirmed that the power was working properly, despite this, the pyxis unit still did not turn on. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.